Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The power supply was replaced to resolve the reported event. The system was tested and verified as ready for use. Isi received the power supply involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported event, but the event was confirmed via logs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) turned to battery mode. The field service engineer (fse) was at the site for a case observation and had performed a hard power cycle to make the system ready for use. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and reviewed the error and found 817. The tse stated the auxillary power board (apb) or medical grade power supply (mgps) may have malfunctioned during the time of event. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The psc switched to battery mode and unable to bring to normal mode. No troubleshooting was performed with dvstat. There were no issues noted during set up of the system and the system was inspected prior to use. There were no issues with the port placement(s) and the surgical staff did not observe that there were any outside influences that were impeding movement of the system / patient side manipulators (psm). Troubleshooting steps were performed with the fse but technical support was not involved.